Manufacturer narrative:
D4 lot number - unknown. D4 primary unique device identifier (UDI) number - unknown without lot identification h3 device evaluation - evaluation is not possible as the tulip was snapped back onto the screw and implanted successfully. No conclusions could be drawn.

Event description:
It was reported that a one level reform CT case at l4-5 was performed on an unknown date. The right l4 CT tulip disengaged while set screw was being placed. Tulip was reengaged using the tab breaker, rod and set screw were placed in standard fashion. I monitored the scrub tech assemble the right-side screws to confirm they were snapped together properly. After insertion, left side l4 tulip disengaged prior to rod insertion. The tulip was replaced, and the prior one was set aside for inspection. There was no patient injury but a delay of 15 minutes to the procedure.